Event description:
It was reported that the pump experienced a malfunction. The customer could not confirm the fault ID because they reset the pump on their own prior to contacting technical support. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to multiple daily injections (mdi) for insulin therapy.